Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation. Explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient underwent a breast augmentation revision procedure with a mentor smooth round high profile 380cc saline breast prosthesis that deflated after implantation. It was reported that the right breast is about half the size it used to be and that the patient¿s nipples are extremely sensitive. Deflation of the patient¿s right breast was later confirmed by a healthcare professional. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021.

Manufacturer narrative:
On 12-jul-2021, mentor received additional information about the event. The patient underwent bilateral explantation and replacement with mentor memorygel breast implant 535cc gel breast prostheses on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).